Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1n15a, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1n15a, ubd: 30-dec-2021, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said, she was having problems with pain and the leads would come out, the leads would have shorts in it and cause pain as well. One was (B)(6) 2019. With the this revision the patient thought she was getting the ins replaced so she could get the updated handset and communicator. Patient said the pa said the wiring is a little different than two to three years ago, and she has been having issues with it because of that. If everything would have been updated she would have been less likely to still have problems. Additional information received on 2020-02-11 patient called back and repeated same information from previous call. No further patient complications are anticipated or expected as a result of this event. No further patient complications are anticipated or expected as a result of this event. Additional information received on 2020-02-27 from a manufacturer representative (rep) stated that they did the lead revision but was unaware of any pain or issues beyond loss of therapy efficacy. Date of surgery was (B)(6) 2019.